Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the pipeline flex braid was found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Max diameter 3 mm and neck diameter 2 mm. Landing zone (artery size): distal 3.7 mm and proximal 4.7 mm. The patient¿s vessel tortuosity was normal. A long sheath (cook) and intermediate catheter were used as support. A marksman catheter was placed in the middle cerebral artery and the blood flow diversion dense mesh stent ped-450-18 was deployed through it. After the tip end was opened, it could not expand. Repeated attempts to retrieve and deploy the stent failed to expand. Finally, the stent was retrieved and entered the marksman catheter, and the blood flow diversion dense mesh stent ped-450-18 was removed from the body. The pipeline was replaced to complete the procedure. Dapt (dual antiplatelet treatment) was administered (pru level was conventional). Angiographic result post procedure was normal. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event.